Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.